Event description:
Customer reported being hospitalized with high blood glucose levels. Customer reported getting an e-01 alarm prior to hospitalization. Per md minimed rule was not followed and no basal rates were programmed. During troubleshooting was found out that programming was incorrect. Explained the impact of incorrect programming on blood glucose.